Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the helix of the attempted implantable pacing lead became extended without any manipulation by the implanting physician. The lead was withdrawn and a different lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead became extrinsically distorted due to pullin g/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. The lead was returned with the helix stretched.